Manufacturer narrative:
B3: unknown event date; no information has been provided to date. The device was returned for root cause analysis and the investigation findings concluded after a visual inspection and functional testing with the occlusion tester, and the pump was found to have a damaged downstream occlusion (dso) seal and scratched lens. The customer problem was not duplicated. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the dso seal and lens.

Event description:
It was reported that there was a full check-up, bolus connecter. There was unknown patient involvement. Evaluation of the device discovered a damaged downstream occlusion (dso) seal.